Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room after being involved in a car accident due to blood glucose (bg) of 20 mg/dl. Customer was treated with fast acting glucose and carbohydrates. The customer was discharged eight hours later in "stable" condition with bg of 315 mg/dl. Customer alleged that the pump software did not suspend insulin delivery. A pump data log was performed, and it was determined that the pump was delivering and terminating insulin deliveries as intended; therefore, cause of the low bg was unknown. During a follow-up, the contact acknowledged that the pump was functioning as intended. Reportedly, customer continued to use pump for insulin therapy.